Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure the guidewire tip broke off inside the patient. The procedure was indicated due to angina pectoris that was unresponsive to therapy and a positive functional stress test. The 90% stenosed, de novo, 10mm in length, target lesion was located in the proximal 1st marginal (marg) artery. A non-bsc guide wire was advanced but was unable to be positioned in the distal vessel. The wire was exchanged for a pt2 moderate support 300cm guide wire. A 2.0x15mm non-bsc balloon catheter was advanced over the wire and inflated once at 8 atms for 23 secs and once at 12 atms for 29 secs. A 2.25x12mm "taxus" drug eluting stent was advanced over the wire, but unable to cross the lesion. A 2.5x12mm maverick balloon catheter was advanced and inflated at 8 atms for 34 secs. The 2.25x12mm "taxus" was reloaded and was again unable to cross the lesion. The stent delivery system was removed and it was discovered that the distal tip of the pt2 moderate support guide wire had detached and lodged in the distal vessel. No dissection was noted. The 2.0 x 15mm non-bsc balloon was readvanced and inflated at 12 atms for 57 secs. The body of the pt2 wire was removed. A .014 non-bsc wire was placed along the fractured tip. A "2.3 to 3 fr microsnare" was unable to be positioned to retrieve the wire tip. Angiography revealed a "hazy 60% stenosis" involving the proximal portion of the marg branch with the fractured tip in the distal vessel. A "small dissection" was noted in the mid vessel. The procedure was discontinued. The patient will consult with unspecified cardiac surgeons for consideration of "exploration and removal of the wire" on an unknown date. No additional patient complications were reported with the patient's current condition listed as "fine".